Event description:
It was reported that the lead exhibited less than 200 ohms impedance in both unipolar and bipolar for the past several months. On (B) (6) 2010 the lead exhibited noise; there were nine high ventricular rate stored electrograms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.